Event description:
At a later date, the crt-d was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Microscopic visual inspection found that the right atrial (ra) and right ventricular (rv) ring seal plugs are missing and that the retainer rings were observed bent, in an upward position and the ra and rv ring setscrew hex slots had been stripped. Engineers also found the df+ and df- seal plugs were missing and that a lead tip was left in the ra port. The memory log was then reviewed and found that the device did record a shock impedance measurement around 24 ohms, while implanted (this is still within the operating limits of the device). Engineers then performed a manual lead shock impedance output measurement and observed normal device behavior. Additionally, noise was not able, to be created on the ra or rv channels with a 500 ohms load. Analysis testing was representative of normal device therapy availability; to include pacing, sensing, and shocking functions. The observed damage to the setscrews has been concluded as induced due to a competitors wrench.

Event description:
Boston scientific crm received information during a patient follow up, it was discovered that this cardiac resynchronization therapy defibrillator (crt-d) had recorded decreased shock lead impedance measurements of 27-28 ohms. The measurements since implant have been stable at 45 ohms. In addition, there was noise on the right ventricular (rv) channel that could be reproduced by pocket manipulation. Low amplitude noise was also noted on the shock channel as well. No adverse patient effects were reported. A save to disk was performed and sent to boston scientific technical services for evaluation. It was also reported that during the implantation of the crt-d in 2007, a non-boston scientific wrench was used to loosen and tighten the setscrews. While the rv is-1 portion was being tightened, the wrench broke off in the setscrew. The physician decided to leave the broken wrench portion in the setscrew and silicone was then used to cover and form a seal. Just after the procedure and before programming the device to "on", the rv lead impedance measurement was above 2000 ohms but then went back to normal values once the device was turned "on". A boston scientific technical services representative reviewed the initial data and discussed that the shock impedance measurements were still within range at 20-80 ohms. In addition, it was confirmed that there was noise on the rv channel that was oversensed. In order to perform deeper evaluation, it was requested to record real time electrocardiograms and impedance measurements while performing pocket manipulation. The additional testing was then performed and the data was again sent to ts for evaluation.

Manufacturer narrative:
A ts representative reviewed the data and discussed that there was one shock impedance measurement below 20 ohms recorded during pocket manipulation. This could indicate a potential lead insulation defect or it could also indicate potential damage to the setscrews due to the use of a competitor's wrench. As the header integrity cannot be evaluated, it was strongly suggested that this device should be replaced. Printouts of the noise were also sent in for evaluation. The ts representative discussed that the noise was occurring on both the rv and shock channels. The type of noise is consistent with a contact issue, possibly due to setscrew, connection issue, or a lead fracture. At this time, this crt-d remains implanted and in service. No additional information is available. Information was received that the device was going to be replaced at a future date. However, our records indicate that the device has not been returned and the explant information has not been provided. If any additional information does become available, this report will be updated.